Event description:
Customer called regarding the meter allegedly giving incomplete numbers for several months. Customer could not remember the last time the meter was used. Customer was feeling dizzy and when customer couldn't test with their meter customer went to the doctor and he prescribed the following medications: glucotrol xl 5mg and actos 30mg. Customer did take their oral medications for diabetes. There was no evidence of an adverse event, based on the information provided. The meter was replaced due to an unresolved issue.